Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by electrical components in the device being damaged during user handling. The event can be detected/prevented by following the inspection method for the event in accordance with the instructions for use item: "·inspection of the endoscopic image" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation ¿channel tube leaking¿ was confirmed. However the allegation ¿no image¿ was not confirmed. There were few additional findings. The screen temporarily went black when the device was angulated. Switch 1 and switch 4 was worn out. Switch box has discoloration. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the channel tube of the bronchofibroscope was leaking. The device displayed no image. The issue was found during inspection before use for a bronchoscopy procedure. The procedure was completed with a similar device without any delay. There were no reports of patient harm associated with the event.